Event description:
It was reported that there was noise and oversensing on the right atrial (ra) lead and there was no capture at high output. A lead dislodgement was suspected. The lead was explanted and replaced and the noisy signals were also observed with the replacement lead. Therefore it was noted that there may be a sensing issue with the device. The device was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)